Event description:
Physician attempted to use one endeavor resolute drug-eluting stent (2.25mm x 24mm) to treat a lesion in the lcx with 75% stenosis but the device could not pass with resistance felt. The physician removed the device and found it deformed. The patient is good. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. A number of struts on the 7th proximal stent segment were raised. A number of mid to distal segments were overlapping and raised. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 75% stenosis. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 75% stenosis. Inherent risk of procedure ¿ (stent deformation). (B)(4).